Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level was 240 mg/dl. A systems check was performed with tandem technical support and no issues were identified. The customer successfully changed the pump supplies and resumed insulin therapy. However, a replacement pump was sent to the customer, the customer reverted to manual dose injection.